Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that 105 of the bd hypoint¿ needle were not permeable. The following information was provided by the initial reporter, translated from german to english pharmacist received feedback from a customer that about 20% of the needles were not permeable.

Event description:
It was reported by the customer that 105 of the bd hypoint¿ needle were not permeable. The following information was provided by the initial reporter, translated from german to english pharmacist received feedback from a customer that about 20% of the needles were not permeable.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.